Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: "analysis of the returned device identified: delamination of the diaphragm flange disk and white particles inner device. Leak test and microscopic analysis were performed which identified: delamination of the diaphragm flange disk and crease flat. Based on the device analysis the final assessment is a delamination partial of the valve diaphragm flange disk (adhesive failure)."